Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the harmonic ace instrument had broken tip. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument was inspected prior to use and there was no abnormality. There was no instrument collision and no fragment fall into the patient. There was no patient injury.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An returned material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was performed by an intuitive surgical, inc. (Isi) regulatory post market specialist (rpms). The following additional information was provided: the review of the provided image is consistent with the broken harmonic ace instrument tip. The root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. The blade broke at roughly 0.067" from the base. The broken piece was not returned. The instrument was also found to have a damaged teflon pad. There was no missing material form the teflon pad. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.